Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with one of our devices ¿ powerled. As stated, part of paint has chipped from a fork of the device. No injury has been reported due to mentioned issue however we decided to report it in abundance of caution as detachment of any paint particles may lead to contamination of sterile field. Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. It was reported that a paint chipping was observed on the fork shaft of light head and as per the user¿s indication: it fell off into the sterile field at the beginning of the procedure. There was no injury reported however we decided to report the issue in based on the potential as any paint particle falling into the sterile field might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as appearance of chipped paint could be considered as technical deficiency and in this way device contributed to event. Provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. In the reported case peeling paint was indicated by our product experts likely to be caused by improper roughening of the surface or incorrect operation handling before painting, however it was impossible to established exact root cause of this issue. The product powerled user manual IFU 01581 en ed. 09 includes an information to daily check the device for chipped paint and also for the damages and any device which are not up to the manufacturer specification shall be withdrawn from usage until the service operator will recommend to put it back in use. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site. Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number: (B)(4).